Event description:
A mark was left on the pt's leg 2 cm by .5 cm during the delivery. It blistered. The mark came from a leg plate. (B)(6) was notified who in turn notified (B)(4), the study sponsor. Pt had a c-section on 9/9. A photo of the mark went to (B)(6) who sent it to (B)(4).